Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were found during a device replacement cobfirmed via fluoroscopy. The physician decided to insert a new lead. The lead was capped and replaced. The patients condition was good.